Event description:
It was reported that during a meniscal repair the fast-fix 360 curved ndl delivery sys both t1 and t2 failed to anchor firmly. The anchors remain insitu loosely supported. The procedure was completed with a backup device. There was no procedural delay. This incident did not result in any patient injury.

Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that one additional complaint has been filed from this facility. No abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).